Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, when the right atrial lead was connected to the pacing system analyzer, p waves could be measured. The patient's rate was found to be in the low 30s. Upon connecting the lead to the pulse generator, loss of sensing was observed. The lead was no longer used and a new lead was implanted successfully.

Manufacturer narrative:
Correction: concomitant products should have been 2088tc/46, (B)(4).